Event description:
It was reported the during a rectum procedure, the instrument stapled distal, but not proximal. The instrumetn did cut. A new instrument was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
Information anticipated, but unavailable at this time.